Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices ejected open clips into the patient's abdomen. The clips, after going through the firing sequence, were released completely open. The case was carried out and finished by opening a third device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed twelve clips as intended and it ejected two clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected thirteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91f8m, expiration date: 05/2017, manufacturing date: 06/2012.

Manufacturer narrative:
(B)(4).